Event description:
A report was received that an intraocular lens originally implanted on (B)(6) 2004 was exchanged for another lens on (B)(6) 2011. Reason stated was the surgeon's observation of crystal like deposits on the implanted lens. No patient injury occurred.

Manufacturer narrative:
Visual inspection of the returned lens showed black marks in the material of the optic consistent with yag laser marks. Crystalline deposits were noted on the optic. The lens was transferred to an independent analytical laboratory to analyze the deposits on the surface of the optic. The crystalline deposits were scraped from the lens. The ftir spectrum of the residue did not generate any close matches when run through the spectral library. The residue could not be identified. The edx spectrum of the crystalline deposits revealed primarily carbon (c), calcium (ca) and phosphorus (p) with a small amount of silicon (si) and oxygen (o), presumably from the iol. A trace of sulfur (s) was also seen. While we are unable to determine a definitive cause for this event, the results of our investigation identified no product deficiencies suggesting the lens was not the cause. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.